Manufacturer narrative:
The reported condition of downstream occlusion was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "occlusion - unknown". (B)(4).

Event description:
The facility representative reported a colleague infusion pump with "downstream occlusion". This may have been a false occlusion alarm. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention necessary. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.